Event description:
Reporter indicated that intraoperative device diagnostic testing performed during generator replacement surgery after replacement generator was connected to original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Diagnostic testing of the new generator alone was within normal limits, indicating possible malfunction of the original bipolar lead. The lead was also replaced. The explanted lead was reportedly discarded.